Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: patient went to the bathroom and noticed chemo leaking from red air vent at the top of the drip chamber. Had to call a code orange and clean up still. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was returned for evaluation. The sample was leak tested by attaching to an airline @ 10 psi for 10 seconds and submerged under water and no leakage was observed coming from the red cap while it was closed. The sample was also further tested by doing an occlusion test attaching the spike to a water line @ 1psi for 10 seconds no leakage was visible. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.